Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not reproduce error code b40 with three days of testing. It was noted that there was dust inside the device and front socket. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, error b40 (video system malfunction) occurred on the subject device and it was not possible to use it. No procedure was affected by this event. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not confirmed, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.